Event description:
The grandmother of a (B)(6), male, pt, contacted zoll customer support to report excessive check belt messages and that the electrode belt would not connect to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt connector) have been confirmed. Upon receipt the trunk cable was pulled from the distribution node and the j702 connector was broken from the distribution node pca. The cause for the checkbelt messages was the belt's inability to detect or treat a pt. The cause for the inability to detect or treat was the damaged cable and broken connector. The root cause for the damaged cable and broken connector cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cable. The pt received replacement electrode belt.